Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a device implant procedure, the pulse generator could not be interrogated. The physician elected not to use the device. There were no adverse consequences to the patient.